Event description:
Per the clinic, the patient experienced a wound dehiscence (date not reported). The device was explanted on (B)(6) 2023. It is unknown if there are plans to re-implant the patient with another device.